Manufacturer narrative:
The account changed the patient position module sensor strip to resolve the issue.

Event description:
The account alleged that the bed will not alarm until the patient is completely out of the bed in all of the modes. No patient impact.